Event description:
The customer's mother reported that the customer's insulin pump shut off without notification. The customer's blood glucose was not available at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.